Event description:
It was reported that this right ventricular (rv) lead presented noisy signals and high impedance out of range measurements, as such it was explanted. When examined, the lead was found to have fractured. The fracture was confirmed through fluoroscopy. A new device was implanted. No additional patient effects were reported.